Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip shredded and unintended material may have remained in patient.

Manufacturer narrative:
Alleged failure: during case the tip cover started shredding. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the tip shredded and unintended material may have remained in patient.